Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, yellow particles in the shell and creases fold. Cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange to a smooth implant due to the patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: become aware date.

Event description:
Healthcare professional reported left side rupture and exchange to a smooth implant due to the patient's concern with the product. The device has been explanted and replaced.